Manufacturer narrative:
The delta chamber of the returned valve was explanded outward beyond the normal position. Dissection of the valve showed no other anomalies. Further tests were conducted on two valves from strata 2 lot number a66413. The valves were flushed with water from a 30cc syringe to try and replicate the reported event. The casings in the test valves did not bulge out as much as was seen in the reported valve until the outlet connector was plugged. The casings of both test valves appeared to have returned to thier normal closed position. The cause of the observed result is undetermined. A review of the manufacturing records showed no anomalies.

Event description:
The membrane over the delta chamber expanded like a balloon when valve was primed/gently injected with antibiotics.